Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was having a problem heating past 30c. Chiller temperature (t4) was 7.0. Heater command (hc) was 100 percentage. Circulation pump command (cpc) was 50 percentage. Device reached 28c in mixing pump command (mpc) mode and stayed there. Drained 5 liters from right drain port and temperature went from 28 to 32 and continued to 40c. Device was over filled.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device was having a problem heating past 30c. Chiller temperature (t4) was 7.0. Heater command (hc) was 100 percentage. Circulation pump command (cpc) was 50 percentage. Device reached 28c in mixing pump command (mpc) mode and stayed there. Drained 5 liters from right drain port and temperature went from 28 to 32 and continued to 40c. Device was over filled.